Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient touched the "white clamp/catheter thing". The peritonitis was manifested by cloudy fluid, vomiting, feeling cold and shaky. The patient was not hospitalized for the peritonitis event. The patient was treated at home with ciprofloxacin (dose, route, duration and frequency were not reported) gentamicin (intraperitoneal, dose, duration and frequency were not reported) and vancomycin (intraperitoneal, dose, duration and frequency were not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was reported as "getting better now". It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.